Event description:
It was reported that there was partial image loss and blurry image.

Manufacturer narrative:
Alleged failure: cib kristin laughlin,rep, screen cut off and blurry the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be (1) cable failure (2) improper cleaning/sterilization. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was partial image loss and blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.